Event description:
It was reported that the patient experienced increased pain due to paddle lead migration, which was confirmed through imaging. It was also noted that the patient was unable to charge due to the Implantable Pulse Generator (IPG) flipping. Thus, the patient underwent a revision procedure wherein the IPG and paddle lead were replaced. The patient was doing well postoperatively. The explanted device components were disposed of by the medical facility and will not be returned.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-8216-50,Serial Number: (b)(6),Batch/Lot Number: 7080072,Model/Catalog Description: ARTISAN LEAD 50 CM,Unique Identifier (UDI) #: (b)(4).